Event description:
It was reported that a homechoice cassette leaked from a tube connected to the solution bag. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reorter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. G1: device manufacturer postal code: 738750 h11: the device was received for evaluation. Visual inspection was performed and cuts on the sheeting of the welded cassette was observed. Under water pressure testing was performed and a leak was observed from the cuts on the welded cassette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.